Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m91w90. The batch history records were reviewed with no anomalies noted during the manufacturing process additional information received: did the tissue pads melt? Yes. Or did any of the tissue pads detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No. If yes, did any pieces fall into the patient? Yes. Were the pieces retrieved? Yes. Are the tissue pad pieces that were retrieved being returned with devices for analysis? No. Or were tissue pads discarded? Yes. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? I was not in the case and not aware.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the pad came off the device. Case completed with third device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Corrected manufacturing and expiration dates. The device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.